Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, with plans to follow up. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.